Manufacturer narrative:
Age at time of event- 18 years or older.

Event description:
It was reported that the wire fractured. A filterwire ez was selected for use. Upon preparation, the tip of the wire was fractured when shaping. The procedure was completed with a different device. No patient complications were reported.